Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a 44 dual mobility liner did not fit or seat into the cup, and another liner was opened. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.